Manufacturer narrative:
Date of event: exact date unknown, event occurred after (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7104279.

Event description:
It was reported that the patient developed an infection post trial procedure and the reason was unknown. The leads were discarded. No further information could be obtained at this time.